Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 200 mg/dl. Caller stated that she is concerned that the insulin pump did not alarm no delivery, if there is a blockage. The blood glucose reading at the time of the event was 585 mg/dl. Hospital treated with humalog and water. During troubleshooting, the high pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.